Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report#1627487-2016-01343. It was reported the patient no longer received stimulation to the desired area due to lead migration (date of event unknown). As a result, surgical intervention was undertaken during which time the leads were explanted and replaced with new models. Stimulation was restored postoperatively.